Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that due to hemolytic indicators of rising ldh and plasma free hemoglobin that the patient's pump was exchanged on (B)(6)2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) did not reveal any device-related issues. A direct correlation between (B)(6) and the reported hemolytic indicators of elevated lactate dehydrogenase (ldh) and plasma free hemoglobin could not be conclusively established. The pump was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal end of the pump cable measuring approximately 19.5¿ was also retuned. The modular cable, the sealed outflow graft, sealed outflow graft bend relief, and outflow graft clip were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff had been removed and was not returned. Evaluation of the sealed inflow cannula revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. In addition, section 6 provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-10382.